Event description:
It was reported that balloon rupture occurred. The patient presented with st elevation myocardial infarction. Vascular access was obtained via the right femoral artery. The 95% stenosed, proximal to mid length approximately 35mm, and concentric target lesion was located within a stent in the non-tortuous and non-calcified left anterior descending artery (lad). The 3.75 x 20 nc emerge balloon was selected for use. During the procedure, the balloon burst inside the patient when initially inflated to 8 atmospheres. The balloon deflated and was removed. The procedure was completed with another of same device. There were no patient complications reported and the patient condition following the procedure was stable.